Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged imprecision with inratio meter. Therapeutic range is 2.0-3.0. Pt had change in salad consumption: pt had no salad three times past week whereas previously always had a salad every day. On (B)(6) 2011, pt confirmed that on-call doctor instructed pt to refrain from coumadin dose today and retest again tomorrow.